Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. An unsuccessful cyber security upgrade occurred causing the pacemaker to exhibit backup vvi operation. The patient reported dizziness during the backup operation. The device was successfully restored. The patient was stable.